Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'blank screen images will not show up' which was unable to be recreated during evaluation. The reported condition was verified. The cause was determined to be a corrosion on the screen at all four edges. The liquid crystal display (lcd) screen was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a black screen, images would not show up. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.